Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 525mg/dl. The customer was experiencing unexplained high glucose for one day. Troubleshooting was preformed. The customer mentioned being sick with the flu. Reviewed the alarm history and found a no deliver. The customer ran out of insulin for one day. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all function testing including the displacement test. After testing it was concluded that the device operated within specifications.